Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clamp function test, clear passage test, and device-device interaction testing was performed and no issues were noted. The reported issue was not verified through evaluation. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 3 of 4 of peritoneal dialysis therapy. The hp stated that the supply bag was tightly connected and empty, but solution was found under the bag. The hp stated that there were no punctures in the bag. The technical service representative advised and assisted the hp to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.